Event description:
It was reported that during a pulmonary veins isolation a faradrive was selected for use. During aspiration of sheath with catheter tip inside, the air was sucked in through hemostatic valve inside to sheath. Nothing was inserted into sheath, only dilator from package. The sheath was replaced and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Investigation summary: he referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the external valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Additionally, the stop cock was found to be cracked during testing with fluid able to leak from it. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the faradrive's risk documentation was completed and confirmed that the event of air in the sheath was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of device design for the hemostatic tears. Additionally, the cause of the damaged stop cock was contributed to storage and transportation as it was not initially reported.

Event description:
It was reported that during a pulmonary veins isolation a faradrive was selected for use. During aspiration of sheath with catheter tip inside, the air was sucked in through hemostatic valve inside to sheath. Nothing was inserted into sheath, only dilator from package. The sheath was replaced and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.